Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported by the parent¿s mother that the patient experienced a skin reaction. Prior to sensor insertion the area was prepped with alcohol. The patient developed inflammation/swelling at the needle puncture site, which grew to the size of the sensor pod. On (B)(6) 2025, the patient¿s parent consulted a physician who prescribed an oral antibiotic medication (flucloxacillin, unspecified dosage) for the infection. At the time of the report the patient was still experiencing the reaction. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.